Event description:
A complaint was received from a customer that stated that a new glucometer elite provided high results. The customer reportedly received a result of 232 mg/dl and took regular insulin dosage. After taking insulin customer went into shock. No other details were provided. The customer returned the instrument to the place of purchase and obtained a replacement system. The replacement system is working well. While on the phone an attempt was made to evaluate the event. However, the customer did not have the unit nor any info relative to the serial number, model etc. Follow-up will be made with the pharmacy.